Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, patient did not have corneal folds prior to the procedure. No medical intervention was reported.

Manufacturer narrative:
The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A doctor reported severe corneal descement's folds were observed with even normal curvature of cornea which lead to mcroadhesions and non-circular capsulotomy in a laser assisted cataract procedure. Additional information has been requested.